Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown synthes 3.5 mm (lcp) superior clavicle plate/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: fuglesang, h.f.s et al (2017). Plate fixation versus intramedullary nailing of completely displaced midshaft fractures of the clavicle. The bone and joint journal. Volume 99-b. Number 8. Pages 1095-1101. (Norway) this prospective randomised controlled trial aims to compare the functional outcomes of plate fixation and elastic stable intramedullary nailing (esin) of completely displaced midshaft fractures of the clavicle in the active adult population. Between 01 june 2009 and 30 september 2012, 123 patients aged 16 to 60 years who presented with an acute mid-shaft fracture of the clavicle were included. Sixty-five (65) patients were implanted with an unknown synthes 3.5 mm locking compression plate (lcp) superior clavicle plate while 58 patients were implanted with an unknown synthes titanium elastic nail (ten). Follow up was done six weeks, three months, six months and 12 months post-op. Three patients failed to attend follow-up at both six and 12 months. Complications were reported as follows: for the group implanted with ten: intraoperatively, two patients were found to have a very small medullary diameter and the nail failed to advance so were crossed over to plate fixation; one of these patients, only 16 mm advanced into the distal fragment, which, failed early, and was plated. One patient had an intramedullary nail placed outside the medullary canal of the lateral fragment that was discovered on the post-operative radiograph and the fixation was revised. One patient had hypertrophic non-union where the nail was removed early due to pain, 13 weeks postoperatively and was revised to a plate. Six patients exhibited shortening of > 15 mm after union. Four patients had post-operative tenting of the skin at the entry point resulted in wound dehiscence requiring shortening of the nail in two patients and subsequent removal in all four patients. For the group implanted with lcp superior clavicle plate: two patients exhibited loosening of screws medially and three laterally. One patient had an undisplaced fracture through the medial screw at seven weeks post-operatively, after heavy lifting, and this healed uneventfully after five weeks not loading the clavicle. Two patients acquired a deep infection and were treated successfully with soft-tissue revision surgery and antibiotics and went on to union. Five patients developed superficial infection and were treated successfully with oral antibiotics. Two patients had their plates removed due to a painful prominence of the hardware. One patient had a removal of implant 18 months post-op due to pain over the implant. One patient had a removal of implant due to persistent infection after union. Further it was reported by the author that for superior clavicle plate: there were only screw loosening, no failure of the plate itself . For ten: due to the narrow canal of the clavicle, a 2 mm nail was chosen for 3 patients. Two (2) mm is not thick enough, and one bent during insertion, one was too unstable and resulted in a nonunion and the last could not be advanced enough into the lateral fragment due to clavicle morphology. Author do not regard this as failure of the implants but erroneous use by the surgeons. This report is for unknown synthes 3.5 mm (lcp) superior clavicle plate. This report captures 2 patients who had plates removed due to a painful prominence of the hardware, 2 patients with plate fixation acquired a deep infection, one patient whose implant was later removed due to persistent infection after union and the other 18 months later due to pain over the implant, 5 patients developed superficial infection, 26 patients had pain over plate at 12 months. This is report 4 of 4 for complaint (B)(4).